Event description:
The 480 volt electrical system inside a toshiba aquilion multi-slice CT scanner gantry shorted causing severe damage to the unit including heavy smoke and soot damage to the unit and room, and dripped what must have been hot plastic-type material across the area where pts normally extend. The resultant fire must have self extinguished. The event happened over a weekend as the unit sat idle and at its normal shutdown state (the clinic was closed at the time of the event). Whole sections of brass and other metals were literally vaporized inside the unit attesting to the violence of this event.